Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the surgeon opened a new sterile pack of the trocar and the balloon would not work. It did not inflate. The patient was involved without injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.